Event description:
The sales representative called medical affairs to report an adverse event. A physician reported to him that a cypher stent was implanted in an unknown vessel is an unknown gender pt in 2005. The pt developed an aneurysm around the vessel where stent was implanted, date of event was unknown. No treatment was reported. Sale representative was unable to provide any additional info.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.